Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Emi noise on this lead caused inappropriate shocks. The ICD was reprogrammed but that did not eliminate the problem. This lead was capped and replaced with another tachy lead. Should additional information be received, this file will be updated.